Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken crease sharp, stress marks, nicks others and wear abrasion. Based on the device analysis the final assessment is: a crease sharp edge broken in the side posterior assessed as fold flaw opening. Nicks others assessed as non-penetrating nick. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety with use of device. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "severe encapsulation." Healthcare professional reported rupture and exchange of textured breast implants due to the patient¿s concern with the product. . Device has been explanted.